Manufacturer narrative:
The analysis of the lead demonstrated a rubbed through insulation at the distal part of the lead. These insulation damages can be considered as the root cause for the observed issues as mentioned in the complaint description. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The deformation of the svc shock coil and the bent fixation helix are most likely related to the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that 31 months after the implantation, the patient was admitted to the hospital because of multiple inappropriate shocks. The interrogation of the device showed oversensing on this right ventricular lead. An x-ray did not show anything remarkable. The OEM ICD was reprogrammed until the revision took place. The lead was explanted on (B)(6) 2015. No adverse patient side effects were reported apart from inappropriate shocks.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.